Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process. During evaluation of the device, the service technician visually inspected the device and observed visible foam particles within the blower kit. Additionally, dust contamination was observed; however, this condition was determined to be unrelated to the reportable malfunction. Following evaluation, the device was scrapped by the service center. There were no reports of patient injury, permanent impairment, or medical intervention associated with this event. Based on the observed foam particle presence within the blower assembly, this event is reportable under FDA 21 cfr part 803 as a device malfunction with the potential to cause or contribute to a serious injury if the malfunction were to recur.